Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. Inappropriate therapy due to oversensing was observed. X-ray revealed the lead had dislodged. The lead was explanted.